Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that they were admitted to the emergency room (ER). The patient stated that the sensor wire was detached and stuck in the insertion site. It was reported that the sensor site had brusing and was black with tenderness, pain and discomfort. The insertion site also had redness and swelling. On (B)(6) 2017 the patient went to the ER on their own accord. They were not fully admitted but was referred to their primary medical doctor. The patient stated that an x-ray was performed. The results of the x-ray did not show any foreign object in the skin. There was no allegation of malfunction to the dexcom systsm. It was reported that the sensor wire was still intact on the sensor pod. At the time of contact, the patient was recovering. No additional event or patient information is available.